Event description:
Olympus was informed that during disassembly after a laparoscopic left lateral liver sectionectomy procedure, the scrub nurse noticed that a fragment/part of approx. 4 x 1 mm in size was broken out of the valve's tubing's irrigation connector. No fragments/parts fell inside the patient's body cavity as the breakage occurred during disconnection of the tubing set after the intended procedure was successfully completed. Furthermore, it was reported that during inspection and basic testing prior to use, no abnormalities, damages or defects were alleged discovered. There was no report about an adverse event or patient harm or injury.

Manufacturer narrative:
The suspect medical device was returned to the manufacturer for evaluation/investigation. Evaluation found the valve tubing with heavy signs of deterioration/wear like notched tubings, peeling off marking and a loosened and misaligned screw joint. Furthermore, there are clearly visible mechanical damages at both connectors (suction/irrigation) and a fragment/part is broken out of the irrigation connector. Causal for these damages and the subsequent breakage of the irrigation connector is mechanical overload by the application of excessive force during connection and/or disconnection of the tubing set. Therefore this incident was attributed to abnormal use/off-label use and the case will be closed from olympus side with no further actions. However, the incident/phenomenon will be recorded for trending and surveillance purposes and the user will be informed about the investigation results and pro renata trained again on the correct usage of the olympus medical devices. Olympus submits this incident as a medical device report (MDR) in abundance of caution.